Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise that led to inappropriate anti-tachycardia pacing. Additionally, poor sensing was noted and one impedance measurement was recorded low and out of range below 200 ohms. During the revision procedure to replace the lead, lead damage was identified via fluoroscopy. The physician noted that there had been problems during the initial implant procedure and suspected that the implant technique was the reason for the lead failure. This rv lead was surgically abandoned. No additional adverse patient effects were reported.